Event description:
It was observed that during the device evaluation, the evis lucera duodenovideoscope exhibited a burn at the forceps base and peeling on the light guide lens and objective lens. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: is thought to be that the tip of the treatment device was not visible or that the radiofrequency coagulation current was applied while the tip of the endoscope was close by. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.